Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a guidewire was advanced and the stonetome was inserted. The physician attempted to make an incision, however, the stonetome failed to cut the papilla. Reportedly, there was no damage noted to the cutting wire. A second stonetome¿ was used to complete the procedure without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a guidewire was advanced and the stonetome was inserted. The physician attempted to make an incision, however, the stonetome failed to cut the papilla. Reportedly, there was no damage noted to the cutting wire. A second stonetome¿ was used to complete the procedure without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.